Event description:
Information received from the field does not address the patient's clinical status but notes that following implant, the programmed output was 1v rather than the expected 4v in both chambers.